Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v084417, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 29-jan-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient never had therapeutic effect. Caller stated the therapy has not worked right since the new ins was implanted. Caller stated the patient keeps having uti after uti. Caller stated they met with the rep and she checked the device and said they think the leads are not close enough. Caller stated they are trying to follow up with an hcp but need someone closer and want to schedule whatever they need to do to get the lead in the correct place. There were no further complications reported at this time.

Manufacturer narrative:
Event date corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said the previous ins wasn't working, they were totally incontinent and it started in 2016, it had never worked. For this reason, the patient had the device replaced the day prior to the report. During replacement it was found that the screw holding the lead in was loose, so they took it out and replaced everything. No further complications were reported or anticipated.